Event description:
Customer reported a positive troponin ultra to the physician. Upon repeat the result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the non-reproducible troponin ultra result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further eval of the device is required.